Manufacturer narrative:
Additional information: (e) added initial reporter details investigation results: the batch history, nonconformance records, and corrective maintenance records were reviewed, and no evidence was identified that could be related to the reported defect. Additionally, since this complaint does not include samples or photos for analysis, it was not possible to confirm the reported defect. Based on the investigation conducted so far, it was not possible to determine a root cause for the reported defect.

Event description:
No additional information.

Manufacturer narrative:
Additional information: (b) added event details. (H) updated annex e and f coding.

Event description:
Additional information received on 20dec2025. 1) could you confirm how many units of the product had the problem/defect? We do not know the exact number of catheters that were replaced, but we had several complaints and replacements. 2) was there any damage to the patient's health? If so, please explain in detail. Yes. Due to the catheter defect, excessive force had to be applied during the puncture, which resulted in severe pain during the procedure. In some cases, the punctured vessel ruptured, leading to the interruption of the attempt and the need for a new puncture in another location. 3) was hospitalization or prolonged hospitalization necessary? Provide details. There was no need for additional hospitalization or prolonged hospitalization of patients solely because of the incident. However, the event caused a delay in performing venous access, impacting the start time of therapy. 4) was any medical and/or surgical intervention necessary due to the incident (imaging tests, surgery, administration of medications, etc.)? Please provide details. No surgical interventions or additional tests were necessary as a result of the incident. In some situations, a new puncture by another professional or the application of local measures, such as compresses, was necessary due to vascular rupture and pain. 5) could you provide photos and/or videos of the product showing the defect? At this time, there are no photos or videos available demonstrating the defect, since the problem manifested itself during the puncture attempt, when the catheter was unable to pierce the skin without excessive force. 6) could you confirm the date on which the problem/defect occurred or was identified (we received the notivisa complaint form. On the notivisa form, the date of the event is mentioned as (B)(6) 2025)? Yes. The defect was identified on (B)(6) 2025, as recorded on the notivisa form. 7) is the sample related to this incident available for analysis? We do not have samples for analysis.

Event description:
It was reported that attempts were made to insert a peripheral intravenous catheter, punctured with ultrasound, and it was flowing well when the contrast agent burst. The catheter was removed, and a rupture was observed at the tip. Additional information received on 14nov2025. Technical complaint: product with suspected quality deviation. The device is not piercing the skin correctly, many are loose, and those that manage to pierce end up breaking inside the vein. We also noticed that the tip (where it is inserted internally is perforated/broken.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. All demographic information on the regulatory document states "confidential".